Manufacturer narrative:
The reason for reoperation: "leaking" and "in pain." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported "leaking" and "in pain." This record is for the left side. Device remains implanted.